Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an advance cs2 when it was alleged that the unit stopped ventilating. It was alleged that the patient desaturated. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Additional information was received from the crna that the lowest saturation level was 79% for no more than 2 minutes. The event is therefore not reportable as a serious injury. H1 type of reportable event updated to malfunction. H6 health effect - clinical code updated to e2403.